Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure. Prior examination of the rv lead had revealed high capture thresholds. No additional malfunctions were noted. During the procedure, a tear of the patient's superior vena cava was noted, and the procedure was converted to a open cardiac surgical repair. The rv lead was then extracted. These procedures were performed and completed on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event of was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the sheath only at the middle region of the lead. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Manufacturer narrative:
Correction: h6- investigation conclusions, investigation findings, and type of investigation code should reflect device not being returned.